Event description:
The customer contacted baxter's service center regarding a check drain alarm, which occurred on the homechoice (hc) during use during initial drain. The technical service representative (tsr) determined that the home patient (hp) was using same drain line extension since the previous week. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was made aware that the hp was reusing the drain line extension. The rn stated the hp has had no injury or medical intervention. The rn stated the hp has been completing therapy successfully since the incident.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error, reuse of single-use was confirmed because the patient reported they reused same drain line extension multiple times. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.